Event description:
During the coil embolization procedure of a cavernous sinus dural arteriovenous fistula, the cashmere coil (crc140408-30/(B)(4)) could not be detached, although pressing the detachment button about three times. The green system ready light illuminated and the audible signal beeped at the time the detachment was attempted. Type of the detachment control box and the cable used with the product were not provided. Then, the cashmere was gently pulled it back into the microcatheter, but shortly after, the coil unintentionally detached within the microcatheter. No detachment was attempted at that time. And then, the unintentional detached coil was pushed into the target lesion using the dpu. The entire cashmere was successfully placed into the target lesion. The procedure was made all way through the same excelsior sl10 microcatheter (stryker, type 45 degrees angle). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Pre-deployment electrical check was performed and no issues noted. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. The vessel was not calcified or tortuous, and access was obtained from the femoral artery. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the complete detachment system, no definitive root cause for the failures could be determined. The lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information received and no laboratory analysis, no corrective action is warranted at this time.